Manufacturer narrative:
Na.

Event description:
A customer complaint was received ((B)(4)) regarding a run that produced low assay cutoff compared to their historical cutoffs, with donorscreen-hla assay lot 3000773a. Customer attributes low assay cutoff to an aberrant negative serum control (nc) replicate, and believes that the low assay cutoff contributed to high number of positive samples. The run had a reactive rate of 44%.